Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and significant chordae in the supravalvular anatomy for a mitraclip procedure. During pre-deployment establishing final arm angle (efaa) the mitraclip was initially closed and continuously opened to 40 degrees, going from the neutral knob position. Troubleshooting was performed multiple times. The clip was removed and replaced. The replacement clip was implanted successfully. The final mr was grade 2. During post-procedural handling of the clip, it continued to open and could hold the lock at times. It was assumed that a chordae was in the clip during closure, resulting in the clip opening during efaa; this cannot be confirmed. There were no reported adverse patient effects and no clinically significant delay.

Event description:
N/a

Manufacturer narrative:
All information was investigated and the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa). Difficult to delayed positioning-anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided, a cause for the reported unintended movement associated with clip opening during efaa and difficult or delayed positioning with anatomy could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. Additionally, a cause for the reported difficult or delayed positioning with anatomy could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.